Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported while using the vela ventilator, the front panel has a liquid spot and the touch screen is not working. The customer reported being unable to calibrate secondary to the unresponsive touch screen. The customer reported cross checking with a known good front panel and the ventilator was working satisfactorily. The customer reported the issue was observed during pre-use setup. The customer reported call was attended immediately, and the suspect device was taken out of service. There are no reports of patient involvement associated with the event.